Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was received on the right ventricular (rv) lead. It was also reported that the rv lead exhibited t-wave oversensing (twos) and sensing integrity counter (sic). The lead remains in use and no patient complications have been reported as a result of this event.